Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01589. It was reported the patient experienced abdomen discomfort. As a result, the physician explanted the patient¿s entire system.